Event description:
It was reported that the pt's catheter was displaced. The catheter was replaced. At the catheter replacement, the pt's pump was electively replaced. No pt symptoms or outcome was reported. The pt's pump contained baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.